Manufacturer narrative:
Initial MDR with device evaluation. One 120-112xsfvk sample was received without packaging for investigation; however, the customer suggested the complaint sample was from lot 13138868. Residual fluid was detected in the device (appendix 1 & 2). The feedback provided by the customer suggests leakage was detected on the device during an infusion, however no clarification of the exact location was available to assist the investigation. Functional testing was performed by spiking the set into a fluid bag from bd stock and applying pressure; no leakage was detected at the connection of the spike to the container in each instance. The set was then subjected to functional testing by priming and infusing using a bodyguard 323 pump from bd stock; in each instance no alarms, leakage or flow restrictions were observed throughout infusion. Additionally, the male luer connection was tested with a retained female luer from stock and no leakage was observed following pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records from lot 13138868 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 120-112xsfvk set in the past 12 months.

Event description:
We received a complaint about a set that is leaking. Would it be possible to provide an RMA number for shipping the set?